Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked. The iol was explanted and exchanged within the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone toric rao610t batch: 033210862 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated incident. No other incidents, of any type, have been received against the rayone toric rao610t batch: 033210862. There is insufficient evidence and information available to determine the cause of the optic damage following implantation into the eye.

Event description:
On 4th march 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked necessitating explantation and exchange of the lens.

Event description:
On 4th march 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked necessitating explantation and exchange of the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked. The iol was explanted and exchanged within the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone toric rao610t batch 033210862 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated incident. No other incidents, of any type, have been received against the rayone toric rao610t batch 033210862. The injector was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the movable flaps were fully closed, and the plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and in the nozzle. The lens was returned hydrated in a pouch of saline and identified to have a broken haptic and a crack observed to the optic. To facilitate further inspection of the returned product, the injector was disassembled. The injector parts were inspected under 10x magnification. No damage was observed to any part of the injector. To facilitate further testing of the injector, the injector was re-assembled with a new plunger and rao600c from rayner stock and the was loaded and injected as per the IFU. Ophteis bio 3.0% ovd was used in preparation of the injector. Injection was successful, with no resistance experienced, and lens was delivered with no damage observed. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. Product return inspection performed confirms the event as reported. Root cause of the reported fault could not be established. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design.